Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The company service representative is sending in the part for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 02/20/2009.

Event description:
The surgeon reported a system message of check fitting re-prime during testing and set up. The surgeon postponed the surgery. No pt injury was reported.